Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. Five months, three week post procedure, the pt presented with retrograde ejaculation, continuing as of (B)(6) 2012. No further info was available.

Manufacturer narrative:
(B)(4) - used for retrograde ejaculation.